Event description:
A us distributor reported that an electrode belt with a damaged cable and was displaying a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable or wires exposed, service code 204) was confirmed due to the can l, can h, and drvn gnd wires being cut in the trunk cable, causing the communication error. The root cause of the physical damage to the cut trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.